Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient¿s implantable pulse generator (ipg) incision site was unable to heal completely. It was suspected that there was tension on the old scar. The ipg was rubbing on the soft tissue of the skin causing the development of a wound dehiscence and the device eroding through the skin. A pocket revision procedure was completed on (B)(6) 2019 to address this issue. During the revision procedure the ipg was relocated caudal to the new pocket site. The procedure was completed no complications. Patient had a post operation follow up visit on (B)(6) 2019 and the new incision site was healing well without any signs of infection. Patient was stable post procedure.